Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2005. Dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unexplained counts to the sensing integrity counter (sic) as well as suspected oversensing of atrial fibrillation (af). Additionally there have been high rate non-sustained tachycardia. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.